Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump black box showed evidence of manual time/date changes. The pump was exercised for 24 hours; the pump did not change from am to pm by itself during this time. No hypersensitive or stuck keys were observed on the keypad. The complaint of a time and date reset issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the reporter alleged the pump is switching back and forth between am time setting and pm time setting without user input. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment. There was no indication that the product caused or contributed to an adverse event.